Event description:
It was reported that during a da vinci-assisted surgical procedure, the erbe generator had error codes m-11, c-00, and c-84. The customer received phone assistance from the intuitive surgical, inc. (Isi) technical support engineer (tse). The customer powered cycle the erbe generator and the system, but the issue remained. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse reproduced the reported problem and replaced the erbe generator to resolve the problem. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The unit was analyzed, and the reported issue could not be reproduced. The unit energized and cauterized and all ports recognized instruments.